Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to tilt. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. Additional information received per the medical records indicate that the patient has a history of morbid obesity with an elevated risk of pulmonary thromboembolism. The filter was deployed via the patient's right common femoral vein. Using a seldinger technique under fluoroscopic guidance the optease filter was placed over the body of the l3 vertebra. The introducer was removed. Pressure was held on the groin for ten minutes. Hemostasis was adequate. Post-placement fluorogram confirmed good position and orientation. The patient tolerated the procedure well and was in stable condition after the procedure. Additional information received per the patient profile form (ppf) states that the patient experienced filter tilt. The patient became aware of the reported event approximately nine years and five months after the index procedure. The patient also experience anxiety.

Manufacturer narrative:
Section e3: occupation: other, senior counsel, litigation. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilt. The patient reported becoming aware of filter tilt approximately nine years and five months post implant. The patient also reported experiencing anxiety. According to the medical records the indication for the filter implant was a history of morbid obesity and an elevated risk of pulmonary thromboembolism. The filter was placed via the right common femoral vein and deployed over the body of the l3 vertebra. Post-placement fluorogram confirmed good position and orientation. The patient tolerated the procedure well and was in stable condition after the procedure. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Post implant imaging has not been provided. Without the procedural films or post-placement imaging and the limited information provided, the report of tilt could not be confirmed or further clarified. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with operator technique, vessel characteristics, specifically asymmetry and tortuosity. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Section h10 was inadvertently left blank in the initial submission; this report contains that information.